Event description:
Event: resident passed away unattended an accidental on (B)(6) 2011. The product which may have contributed to the death was a (B)(4) bed. The incident was reported to the (B)(6) of health licensing and incident management team. A state inspection has occurred related to this incident and the facility was not found to have any deficiencies and neglect was not substantiated. On (B)(6) 2011, (B)(4) was also notified and also did an inspection on (B)(6) 2011. Dates of use: (B)(6) 1996 - (B)(6) 2011.